Event description:
It was reported that patient was in hospital for unknown procedure. Upon interrogation, multiple episodes of non-sustained lead noise were observed. The egms showed post paced t-wave oversensing with crosstalk. The device was reprogrammed and isometric testing was performed. The issue was resolved and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.